Event description:
The customer contacted baxter's technical service center regarding a high drain 102/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, while the patient was not connected. The home patient (hp) stated in the previous therapy they received the alarm. The hp had disconnected and turned the machine off. The hp declined any troubleshooting and wished to begin therapy for the night. The technical service representative (tsr) would start the new therapy for the night per the hp's request. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported alarm. The nurse stated the patient told her he had received an alarm but the patient could not remember which specific alarm it was. She stated that as far as she knew, the patient had not had any issues since then. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The reported issue was not confirmed in the event history log review or the sample evaluation. All therapies were reset. The assignable cause was undetermined. Review of service history revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A device history review was performed with a failure; the device was reworked and passed all subsequent testing.